Manufacturer narrative:
Additional: if follow up, what type? Updates: date received by MFR., type of reports, evaluation codes. A patient is pursuing a product liability claim. No information was provided about the product, date of implant and if a revision surgery already have taken place or not. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Due to significant lack of information, it is impossible to perform a meaningful selection of possible risk for the patient. However, all possible risks (with occurrence and severity) related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. No information was provided about the product, date of implant and if a revision surgery already have taken place or not.